Event description:
A nurse reported that during a PICC line placement, a guidewire fragmented and part of the wire may have remained inside of the patient's body. "I then removed the needle and began attempting to remove the guide-wire. Upon attempting to remove the wire I was met with a stern resistance. After this, I attempted to push the line slightly and then pull gently again in an attempt to adjust the line for an easier extraction. This is when I noted the end of the line began to unwind into a very thin, thread like, wire. As I applied gentle pressure to remove the remainder of the line, the line unwound further. Thinking this was the line being removed from the patient I maintained my gentle pressure and attempted to pull the rest of the wire out. After the line unwound an unknown amount further, I felt a small popping sensation. I initially took this sensation for the wire dislodging and being fully removed. Upon further inspection however, due to the size of the unwound line, I could not assess whether the line had been fully removed or if the wire had broken. Concerned that a piece of the wire could have broken off I immediately informed the charge nurse and then the patient's nurse once she was available. The patient's nurse, (redacted), showed me how to page the physician in order to inform her of what had happened. I then paged the ordering physician, (redacted), via the method shown to me by (redacted). (Redacted) quickly returned my page and, after understanding what had happened, requested an x-ray of the upper right arm be completed. A stat x-ray order was then entered with the assistance of the charge nurse and the patients nurse. Additionally, I informed (redacted) and (redacted) after speaking with (redacted) about the possible issue. I informed (redacted) of what had happened and the necessity of the x-ray that was to be done shortly thereafter."

Event description:
Additional information received from reporter on 07/14/2016 for report #mw5062271. Reporter stated that her company is only reporting on the guide wire manufactured by galt. She plans to submit a subsequent follow up regarding galt's investigation.